Manufacturer narrative:
Device eval summary - device eval of battery pack sn (B)(4) has been completed. Upon eval the battery output voltage was measured at 1.88v. The cause for the low output voltage was excessive discharge of the battery cells during pt use. The root cause of the excessive discharge was unable to be positively determined. No adverse event resulted from the low output voltage. The last pt to use this battery pack did not report any deficiencies.

Event description:
A review of service data detected a reportable event. Upon service investigation of battery pack sn (B)(4) the battery pack was unable to power on a monitor and did not charge when placed in a charger. The last pt to use this battery pack did not report any deficiencies.